Event description:
(B)(4). I was implanted with essure in (B)(6) 2009. Since then I have had a severe allergic reaction causing my entire body to be broke out in hives. I have been diagnosed with psoriasis. I have terrible periods with clots of blood that can last from 3 days to 3 months, non-stop. My hair has fallen out. I always have a metallic taste in my mouth. My teeth, that have been well taken care of are crumbling to pieces. I have almost every vitamin deficiency. My bones and joints hurt on a daily basis. I have been diagnosed as chronically depressed. I have had several uti's, bladder infections, and kidney stones. And, most recently (but not the first time), I had a large cyst on my ovary burst feeling like labor pains and sending me to the hospital. I am now scheduled for a hysterectomy at the age of (B)(6).